Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Clarification d.4: the device has not been determined whether to be silicone gel or saline. Default device is saline at this time per d.2 and d.2b. Clarification h.6: coding is based on the description provided by patient at this time. This will be updated if further information is received. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.